Manufacturer narrative:
A loaner was provided to the facility while the evaluation can be completed. The customer also reported system error. The company rep was unable to duplicate the reported problem of autofill failure. However, the company rep observed multiple fault codes 65 (safety vent failure (k6a)). As a precautionary measure, the k6a vent valve (part number 0119-00-0170) was replaced. The company rep checked functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated an autofill failure alarm. The pt was switched to another unit and the second unit generated an autofill failure alarm. The pt was switched to a third unit and therapy was continued. No pt injury was reported. Ref to MDR 2249723-2014-01124 ((B)(4)) for the other pump.